Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Investigation results concluded that the reported event was due to the patient's condition. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Revision due to instability. It was reported that patient underwent a right total knee arthroplasty due to an acl injury obtained while playing soccer. Patient was implanted with a toggleloc device with washerlocs as well as competitor products to treat a meniscus tear. Patient continued to play soccer after the initial surgery. Subsequently, the patient presented to surgeon with occasional anterior knee popping, mild instability, very significant pes planus with increased q angle, and mild patellofemoral crepitus. Subsequently, patient was revised due to significant instability with anteriorly subluxed tibia and a grossly positive pivot shift, and a complete tear of acl.